Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Data was provided for evaluation. The probable cause could not be determined. No injury or medical intervention was reported.